Event description:
Revision surgery - the patient's original femur was too large; the surgeon revised it with a size 4 right revision femur. The original 3d knee size 6/9mm tibial insert was replaced.

Event description:
Revision surgery - the original femur component was too large; the surgeon revised it with a size four right revision femur. The original 3dknee size 6/9mm tibial insert was replaced.

Manufacturer narrative:
The reason for this revision surgery was to remedy symptoms related to the femur component being too large, after 4.1 months of patient use. The outcomes attributed to this event are non-serious. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to this revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the issue was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.